Event description:
It was reported that during a pump replacement procedure for normal battery depletion, the catheter sutureless pump connector would not come off of the pump. Due to the pump connector issue of being unable to disconnect, when the healthcare provider changed out the pump, a new sutureless connector (sc) was attached to the existing catheter. There were no patient symptoms/injuries related to this event. The medication in the pump was compounded baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012. Product type: catheter: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion - associated with the pump device only.

Manufacturer narrative:
Final analysis of the pump found no anomalies. Final analysis of the catheter found an indent in the cup of the sc; however, the retaining fingers of the sc did retract as designed. It was difficulty with the sc connector that led to the explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.